Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-05627 / device 1 of 10. (B)(4).

Event description:
(B)(6) product consumer reports that the products "appear to have off centered starter hole". No photograph received depicting the reported complaint issue by the complainant. Product not used by the consumer, no harm reported.